Manufacturer narrative:
The wiring scheme for all conmed compatible footswitch connections is different from valleylab's. Conmed device labelling includes instructions/ cautions to ensure that compatible accessories (including footswitches) are connected prior to use. Additionally, both visual displays and audible signals alert the user to incompatible connected footswitches.

Event description:
Report was received that a conmed compatible footswitch would not work with a valleylab electrosurgical unit (esu). When the conmed compatible footswitch was connected to a valleylab esu, pressing the cut pedal gave coag output and pressing the coag pedal gave no output.